Event description:
Foot section brake casters swivel slightly when brakes are applied.

Manufacturer narrative:
Technician found that the casters and hex rods were old and worn. Technician replaced both foot section casters to resolve.